Event description:
It was reported that the patient presented to the ER feeling badly. Upon interrogation a backup message was displayed showing the device was in backup vvi mode with no defib therapies. The patient underwent surgery approximately 1.5 weeks prior to the ER visit. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.